Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm. The device failed to meet its specifications. It can be concluded that the device caused/contributed to the reported issue. There have been no adverse event sustained as a result of the issue. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description, picture and service report. Based on information provided, the issue was resolved by replacing compressor tubing kit. The issue has been resolved and the device was delivered to the user in working condition. The cause of the issue might be related with expected wear and tear. However, the root cause of the issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**UDI related data quality updates ** this event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial #, corresponds to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz d4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779

Event description:
It was reported that the compressor generated an alarm indicating a low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).